Manufacturer narrative:
Additional information was received that following the replacement procedure the leads were put in by the physician was only able to get 14 good contacts and the leads would not fit in the generator. It was also reported that the distal contacts of each side have one out at the very top and there was no further action with the out contacts. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg would not charge and was non-functional. The patient will undergo an ipg replacement procedure. Device malfunction was suspected.

Manufacturer narrative:
Date of event: (B)(6) 2016 section other # field is populated with the di number

Event description:
A report was received that the patient's ipg would not charge and was non-functional. The patient will undergo an ipg replacement procedure. Device malfunction was suspected.